Manufacturer narrative:
The insulin pump returned from failure analysis and passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the dat test at 0.08745 inches. Unit was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm noted during testing. Pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported by the customer that the insulin pump alarmed button error with none of the buttons responding. Troubleshooting was performed and the time on the insulin pump advances. The customer was advised to discontinue pump therapy and return the insulin pump. The customer was admitted to the hospital for kidney failure and diabetic ketoacidosis on sunday (B)(6) 2017 at 8:25 pm. The customer was also diagnosed with gastroparesis. The customer was hiking at the time of event. The customer's blood sugar was 270 mg/dl. The customer reported pump failed and alerted button error was the reason he was hospitalized. The customer was off of the insulin pump less than 48 hours prior to being hospitalized. The customer stated that the battery went dead as well. The customer was offered troubleshooting for high blood sugars but declined. The customer stated that he is not feeling well. Product will be returning.